Manufacturer narrative:
No patient information available since no patient was involved. The lot number indicates this part was manufactured over three years ago. The vertek arm failed the holding force test. The arm should hold up to 14 lbs of downward force but failed at 5.6 lbs. The arm should hold up to a side pulling force of 10 lbs but failed at 6.35 lbs. The reported failure has been confirmed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported a system articulating arm that would not lock properly. No patient was present when this was discovered, and no details as to how this occurred have been provided.